Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage, multigravida and parity 3. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced endometriosis ("endometriosis"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and surgery (underwent a total laparoscopic hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain had resolved and the dysmenorrhoea, menorrhagia, vaginal haemorrhage, depression, anxiety and endometriosis outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, endometriosis, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 2 trailing coils on the left were visualized. 3 trailing coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion . Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received, reporter added, event added as:- abnormal bleeding (vaginal), psychological or psychiatric problems condition:depression and mental anguish, pain, endometriosis. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage, multigravida, parity 3 and epilepsy. Concurrent conditions included transient ischemic attack since 2009, ministroke since 2009 and post-traumatic stress disorder since 2005. Concomitant products included escitalopram oxalate (lexapro) since 2008 for post-traumatic stress disorder, depression and anxiety, acetylsalicylic acid (aspir low) since 2015 for transient ischaemic attack, clopidogrel bisulfate (plavix) from 2009 to 2015 for transient ischemic attack as well as formoterol fumarate;mometasone furoate (dulera) since 2013, paracetamol (acetaminophen) since 2009 and salbutamol (albuterol hfa) since 2013. On (B)(6)2009, the patient had essure inserted. On (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 2 months 3 days after insertion of essure. On (B)(6)2010, the patient experienced anaemia ("blood or heart disorder/ condition-type: anemia"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), endometriosis ("endometriosis") and post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and underwent a total laparoscopic hysterectomy). Essure was removed on (B)(6)2010. At the time of the report, the pelvic pain had resolved and the dysmenorrhoea, menorrhagia, vaginal haemorrhage, depression, anxiety, endometriosis, anaemia and post-traumatic stress disorder outcome was unknown. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, endometriosis, menorrhagia, pelvic pain, post-traumatic stress disorder and vaginal haemorrhage to be related to essure. The reporter commented: 2 trailing coils on the left were visualized. 3 trailing coils were noted. Discrepancy noted in essure removal details: you have not had your essure removed, are you currently planning for essure removal: no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 31-jan-2019: new pfs received. New event- psychological or psychiatric problems condition: ptsd and concomitant drug added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and dysmenorrhoea ('dysmenorrhea') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage, multigravida, parity 3, epilepsy, uterine bleeding and cervicitis. Concurrent conditions included transient ischemic attack since 2009, ministroke since 2009 and post-traumatic stress disorder since 2005. Concomitant products included escitalopram oxalate (lexapro) since 2008 for post-traumatic stress disorder, depression and anxiety, acetylsalicylic acid (aspir low) since 2015 for transient ischaemic attack, clopidogrel bisulfate (plavix) from 2009 to 2015 for transient ischemic attack as well as formoterol fumarate;mometasone furoate (dulera) since 2013, paracetamol (acetaminophen) since 2009 and salbutamol (albuterol hfa) since 2013. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 2 months 3 days after insertion of essure. On (B)(6) 2010, the patient experienced anaemia ("blood or heart disorder/ condition-type: anemia"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), endometriosis ("endometriosis") and post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"). The patient was treated with surgery (total laparoscopic hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain had resolved and the dysmenorrhoea, menorrhagia, vaginal haemorrhage, depression, anxiety, endometriosis, anaemia and post-traumatic stress disorder outcome was unknown. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, endometriosis, menorrhagia, pelvic pain, post-traumatic stress disorder and vaginal haemorrhage to be related to essure. The reporter commented: 2 trailing coils on the left were visualized. 3 trailing coils were noted. Discrepancy noted in essure removal details: you have not had your essure removed, are you currently planning for essure removal: no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia., dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2021: mr received. Other relevant history , auto-narrative supplement added. Real fu was received and there was no significant change in the medical context of case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and dysmenorrhoea ('dysmenorrhea') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage, multigravida, parity 3, epilepsy, uterine bleeding and cervicitis. Concurrent conditions included transient ischemic attack since 2009, ministroke since 2009 and post-traumatic stress disorder since 2005. Concomitant products included escitalopram oxalate (lexapro) since 2008 for post-traumatic stress disorder, depression and anxiety, acetylsalicylic acid (aspir low) since 2015 for transient ischaemic attack, clopidogrel bisulfate (plavix) from 2009 to 2015 for transient ischemic attack as well as formoterol fumarate;mometasone furoate (dulera) since 2013, paracetamol (acetaminophen) since 2009 and salbutamol (albuterol hfa) since 2013. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 2 months 3 days after insertion of essure. On (B)(6) 2010, the patient experienced iron deficiency anaemia ("anemia"). On an unknown date, the patient experienced endometriosis ("endometriosis"), depression ("depression"), anxiety ("mental anguish") and post-traumatic stress disorder ("ptsd"). The patient was treated with surgery (total laparoscopic hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain had resolved and the dysmenorrhoea, menorrhagia, vaginal haemorrhage, iron deficiency anaemia, endometriosis, depression, anxiety and post-traumatic stress disorder outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, endometriosis, iron deficiency anaemia, menorrhagia, pelvic pain, post-traumatic stress disorder and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: 2 trailing coils on the left were visualized, 3 trailing coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-apr-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage, multigravida and parity 3. Concurrent conditions included transient ischemic attack since 2009, ministroke since 2009 and post-traumatic stress disorder since 2005. Concomitant products included acetylsalicylic acid (aspir low) since 2015, clopidogrel bisulfate (plavix) from 2009 to 2015, escitalopram oxalate (lexapro) since 2008, formoterol fumarate;mometasone furoate (dulera) since 2013 and salbutamol (albuterol hfa) since 2013. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 2 months 3 days after insertion of essure. On (B)(6) 2010, the patient experienced anaemia ("anemia"). On an unknown date, the patient experienced endometriosis ("endometriosis"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain had resolved and the dysmenorrhoea, menorrhagia, vaginal haemorrhage, depression, anxiety, endometriosis and anaemia outcome was unknown. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, endometriosis, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 2 trailing coils on the left were visualized. 3 trailing coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2009: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 12-nov-2018: plaintiff fact sheet received. New event added from pfs- anemia. Onset date of event pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, depression and anxiety was added. Medical history and concomitant drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ("dysmenorrhea") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy). At the time of the report, the dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea and menorrhagia to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.